Manufacturer narrative:
The customer worked with the technical support representative. The customer was given a quote for a replacement therapy capacitor. The customer cancelled servicing. No further action at this time.

Event description:
It was reported to philips that the device's high voltage capacitor needs replacement. There was no patient involvement.